Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel "a little strange" and that their heart rate is in the fifties though their low rate setting is eighty. The device remains in use. No further patient complications have been reported as a result of this event.